Manufacturer narrative:
(B)(4). Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.

Event description:
The following additional information was obtained from the patient's pd nurse on (B)(6) 2011: the patient was not connected to the homechoice (hc) device at the time of death. The nurse indicated the patient did not have any problems with the hc device prior to his death. The nurse indicated she did not have any additional information to provide.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The baxter product analysis laboratory (pal) reported that the hc machine failed rite (returned instrument test evaluation) due to therapy monitored volume failed performance spec, fill 1, 822.6ml. Fill 2, 821.6ml. It was identified that the homechoice device was returned as the home patient (hp) passed away on (B)(6) 2010 due cardiac arrest/failure. It was not reported whether an autopsy was performed.

Manufacturer narrative:
(B)(4). Additional information obtained on (B)(6) 2011 has been entered upon further review of the event details, baxter has determined that the returned instrument test evaluation (rite) test failure for volumetric accuracy is not associated with this reported patient death.